Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced discomfort at the ipg site. Patient's s1 drg lead also migrated slightly and caused motor stimulation during programming. As a result, surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
B5 was corrected to address ipg repositioning.

Event description:
It was reported during surgical intervention on (B)(6) 2024 to address pocket site pain and lead migration, the ipg was repositioned, not replaced.